Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty cycler, cycler set, and the patient¿s adverse events of a right lower extremity (le) infection, amputation of the right le and subsequent fungal peritonitis which warranted hospitalization and antibiotic therapy. Per the peritoneal dialysis registered nurse (pdrn), the etiology of the peritonitis was a breach in aseptic technique during the patient¿s hospitalization. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, fungal peritonitis is a critical complication of peritoneal dialysis, often associated with treatment failure. Based on the information available, the liberty cycler and cycler set can be disassociated from the events, as there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the patient¿s adverse events or hospitalization.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient was in the hospital with peritonitis. The date of the diagnosis was not provided, however peritoneal effluent fluid cultures drawn on (B)(6) 2019 were positive for a fungal yeast infection. Causality was attributed to a breach in aseptic technique during the patient¿s hospital stay. The patient was initially treated (start date not provided) with vancomycin and ceftazidime (dosage, route, frequency and duration not provided), however once the culture results were noted to be fungal, the vancomycin and ceftazidime were discontinued. It is unknown what treatment was provided for the patient¿s fungal yeast infection, however per the complaint form, the patient is recovering from the event. Additional information was requested but to date, has not been provided.